Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler experienced dc - drain complication encountered alarm during drain 0 of 5. The fresenius technical support representative assisted patient to fill 1 of 6. Upon follow-up the patient contact stated that leaking occurred during treatment, and this was as a result of the patient not tightening the tubing enough. It was reported the patient was weak and so couldn't tighten the tubes. The patient contact stated that the leak occurred between the patient¿s catheter and the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete treatment after setting up with new supplies. The patient contact could not provide the lot number of the cassette. The cassette is not available to be returned for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.